Event description:
Patient underwent generator replacement surgery. The generator was reported to be at end of service pulse disabled condition during pre-operative diagnostics. The explanted generator has not been received by product analysis to date.

Event description:
Patient was referred for generator replacement due to neos (near end of service). Further information was received in clinic notes that the patient's battery was low and that the patient was experiencing an increase in seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.